Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Vacuum test failed. Vacuum display value reads 262 mbar indicating fluid is present in hp filters. Patient sensors test passed. Valve actuation test passed. System air leak test passed. Teach pumps check passed. Post-ast 2hours 15mins 8500ml simulated treatment was performed without any failures or problems. No fluid leaks in the test cassette during the test. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. Fluid in the hp2 filter is a related failure to the m31 air detected in cassette warning alarm. There were not discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported there was a fluid leak associated with a pd treatment. There was an air detected in cassette message during an unknown phase of treatment. The patient stopped treatment and when the cassette was removed there was fluid on the external cassette and in the cycler pump module area. The patient was advised to let the cycler air dry, but the patient wanted a new cycler instead. In a follow up, the patient's pd nurse verified the fluid leak event and said the patient is doing well with no harm, intervention or adverse effects associated with the leak. The patient did get a new cycler. The cycler is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported there was a fluid leak associated with a pd treatment. There was an air detected in cassette message during an unknown phase of treatment. The patient stopped treatment and when the cassette was removed there was fluid on the external cassette and in the cycler pump module area. The patient was advised to let the cycler air dry, but the patient wanted a new cycler instead. In a follow up, the patient's pd nurse verified the fluid leak event and said the patient is doing well with no harm, intervention or adverse effects associated with the leak. The patient did get a new cycler.the cycler is available to return.